Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. The mother performed an infusion set change, but it was not attached to the customer. The mother stated that the rewind and priming test went through successfully without any errors. Ran a displacement and self test and the insulin pump passed the tests. During the call the mother stated that the customer was hospitalized for diabetes ketoacidosis last month. The mother stated that the insulin pump was not delivering the insulin and they did not call to report. The mother also stated that the customer had the stomach flu and his glucose level kept rising. The mother removed the insulin pump from her son and no insulin was coming out of cannula even after a 10.0 units manual bolus. The blood glucose reading was 700mg/dl. After receiving tubing clamp the high pressure test was performed and the test passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.